Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead, had low impedance, and the unipolar impedance was higher than bipolar. It was also reported that there was high atrial capture management in bipolar. It was further reported that the atrial lead had dislodged. Attempts to reposition the lead were unsuccessful, and a new atrial lead could not be implanted due to an occluded subclavian vein. Ventricular pacing and sensing was used instead. No patient complications have been reported as a result of this event.